Event description:
The filter marker bands were not aligned after device withdrawal. The report received indicated that after successfully using the angioguard guidewire, the physician withdrew the device safely; however, the physician felt that the four markers of the filter basket did not overlap. There were no anomalies noted with the marker bands; the markers were positioned correctly; however, they did not overlap after the capture sheath was advanced to capture the filter. The capture sheath had been appropriately advanced until the distal marker on the sheath was aligned with the proximal marker on the guidewire. Further info indicated that during the procedure, there were no difficulties achieving filter position and the procedure included treatment of a lesion in the right internal carotid artery. The lesion was not tortuous, but instead presented mild calcification with 80% stenosis. The target lesion was successfully treated without any injury to the pt.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. Additional info will be submitted within 30 days upon receipt.